Event description:
Customer reported she was experiencing low blood glucose. Customer stated that the insulin pump was not communicating with the transmitter. The led on the transmitter was not blinking. During troubleshoot customer reported low blood glucose of 47 mg/dl and stated she was treating. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.